Event description:
It was reported that when the device was interrogated or a magnet was placed over device, the patient went asystolic. This happened three times and occurred in both doo and dual chamber modes. It was also reported that there was rapid atrial sensing, far field r wave oversensing, and during prorammer wand application, there were vp makers at 85 bpm, but no capture. At one point when the wand was over the device, there were vs markers "coming in as fast as vfib", but the patient was asystolic. When the wand was removed, normal dual chamber pacing resumed. Device replacement was recommended, and the device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing revealed an abnormal output condition. Electrical analysis found high internal leakage within a regulator/pacing integrated circuit. It was reported that when the device was interrogated or a magnet was placed over device, the patient went asystolic. This happened three times and occurred in both doo and dual chamber modes. It was also reported that there was rapid atrial sensing, far field r wave oversensing, and during prorammer wand application, there were vp makers at 85 bpm, but no capture. At one point when the wand was over the device, there were vs markers "coming in as fast as vfib", but the patient was asystolic. When the wand was removed, normal dual chamber pacing resumed. Device replacement was recommended, and the device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (integrated circuit) device was out of specification in a manner that relates to event capture, intermittent oversensing sensitivity.